Event description:
The patient experienced a power on reset (por). The patient reported that their therapy had been shutting itself on/off and resetting. The patient saw the por code while they were lying in bed on the day of the report. The patient also noted that they had contacted their healthcare provider. The patient reported that their implantable neurostimulator never really helped with their bladder symptoms. They had been using their patient programmer to make adjustments but it still did not really help. No trauma/falls were noted to be related to the event. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted for gastrointestinal/pelvic floor. The consumer reported having an issue with the device shutting itself on and off since approximately 3 weeks. A power on reset (por) message was discovered on the day of the report where the therapy was turned off and reset to shipping parameters.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they met with their manufacturing representative (rep) and resolved the issue of the por and the ins shutting on and off. It was not clear what the cause was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.